Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05451 and 2134265-2017-05457 it was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. Two additional balloons were also advanced for dilatation but both ruptured. The 2.50mm x 15mm nc emerge® balloon catheter ruptured on the first inflation at 12 atmospheres for 15 seconds and the 3.00mm x 15mm nc emerge® balloon catheter ruptured on the first inflation at 10 atmospheres for 15 seconds. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.